Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a main board failure. In addition, front panel light-emitting diode frozen due to a defective cr board, xenon lamp/battery on cr board missing, internal screws/nuts missing, power supply unit found in disassembled state, lamp failure to light up due to defective igniter unit, and b30 error were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source brightness control is not working. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty main board, defective cr board (printed circuit board), defective igniter unit, and defective socket could not be identified. Olympus will continue to monitor field performance for this device.